Event description:
It is reported that the patient's insulin pump has scratches on the screen. The patient's blood glucose level is 109mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.